Event description:
It was reported via a journal article that post a stenting treatment procedure, the patient expired. A taxus stent was implanted and the patient was reported to be non-compliant with the medication. At 155 days post procedure, the patient expired. Additional information has been requested and is not available

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm with a report of air which occurred during use was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable due to a closed clamp on the patient line during priming. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through to (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm on the homechoice during use. The home patient (hp) stated he did not open the patient line clamp during the prime and there was air in the patient line. The technical service representative (tsr) assisted hp end therapy. The hp will restart the setup with all new supplies. On (B)(6) 2010 product surveillance followed up with the hp who reported was able to resume therapy by starting therapy over with new supplies. The hp stated that he did not suffer any injury or infection and was fine.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.